Manufacturer narrative:
Additional suspect medical devices component involved in the event: model#: sc-3138-35, serial#: (B)(4), description: scs phiii ext 35cm; model#: sc-8336-70, serial#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient had an infection at the left side of her neck. Symptoms were bump and pain on the neck. It was believed that the infection was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein everything was removed.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an infection at the left side of her neck. Symptoms were bump and pain on the neck. It was believed that the infection was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein everything was removed.